Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments; severed approximately 8.5 centimeters (cm) from the terminal end. A thorough evaluation of the lead segments was performed. Testing was completed to assess lead electrical performance and measurements were within normal limits. Inspections of the electrode tip found that the helix was extended with dried bodily fluid in the helix housing and tissue entwined in the helix. Laboratory testing was unable to reproduce the reported clinical observations of loss of capture and high pacing threshold measurements, but did confirm the helix difficulty and tissue present in the helix.

Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture with no asystole. It was suspected that the lead had dislodged. A revision procedure was performed and while explanting the lead it was noted that the helix was unable to be fully retracted, and tissue was present in the helix. The lead was explanted and replaced. No additional adverse patient effects were reported.